Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 23-mar-2017: quality-safety evaluation of ptc (ptc global number (B)(4)). Company causality comment: this spontaneous case report is under litigation and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced severe lower abdominal pain amongst non-serious events. Consumer underwent a hysterectomy, to effectuate removal of the essure device approximately three years and eight months after insertion. The event is anticipated in the reference safety information for essure. Abdominal pain lower may occur within consumers under essure use. Given the positive temporal relationship and lack of alternative explanation, causality between the reported event and suspect insert cannot be excluded. This case was regarded as incident due to required intervention. A product technical analysis resulted in an unconfirmed but plausible product quality defect and a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device location of device: abdomen/pelvic region"), abdominal pain lower ("severe lower abdominal pain"), uterine haemorrhage ("abnormal uterine bleeding") and mental impairment ("mental fog/mental fogginess") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included bell's palsy, iron deficiency anemia, estrogen increased, seafood allergy, dysuria, urinary retention, common cold, cough, vomiting, rash and hives. Concomitant products included aciclovir (acyclovir [aciclovir]) since (B)(6) 2015 and prednisone since (B)(6) 2015 for bell's palsy as well as iron. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), mental impairment (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"), menorrhagia ("abnormal/heavy menstrual bleeding, prolonged menses/abnormal bleeding (vaginal, menorrhagia)/excessive clotting"), back pain ("severe back pain/back pain"), the first episode of vaginal infection ("irregular vaginal discharge/infection/infection (bladder/ urinary tract/vaginal) type: vaginal infection"), the second episode of vaginal infection ("irregular vaginal discharge/infection/vaginal discharge"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), musculoskeletal pain ("joint and muscular pain/muscles pain"), migraine ("migraines/migraines / headaches"), alopecia ("hair loss/hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), headache ("migraines / headaches"), bladder disorder ("bladder problems or changes"), abdominal pain ("abdominal pain") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with medroxyprogesterone acetate (depo-provera), ibuprofen, ibuprofen (advil), surgery (total vaginal hysterectomy and bilateral salpingectomy) and surgery (on (B)(6) 2016, hysterectomy, to effectuate removal of the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, abdominal pain lower, uterine haemorrhage, mental impairment, back pain, the last episode of vaginal infection, dyspareunia, musculoskeletal pain, migraine, alopecia, vaginal haemorrhage, headache, bladder disorder, abdominal pain and urinary tract disorder outcome was unknown and the dysmenorrhoea and menorrhagia had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, headache, menorrhagia, mental impairment, migraine, musculoskeletal pain, urinary tract disorder, uterine haemorrhage, vaginal haemorrhage, the first episode of vaginal infection and the second episode of vaginal infection to be related to essure. The reporter commented: following the forgoing procedure (hysterectomy), plaintiff¿s symptoms have mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Ultrasound pelvis - on an unknown date: possible small endometrial polyp. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage (confirming vaginal haemorrhage), menorrhagia, dysmenorrhea, abdominal pain quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 1-mar-2018: mr received: new reporters, patient ethnicity, concomitant drug and disease, treatment medication and new event uterine haemorrhage added. On 30-apr-2018: following company internal coding review, the reported event "mental fog/mental fogginess" was recoded to the meddra llt: mental function decreased. Event upgraded to serious. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient started essure. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and clinically significant/intervention required), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormal/heavy menstrual bleeding, prolonged menses"), back pain ("severe back pain"), vaginal infection ("irregular vaginal discharge/infection"), vaginal discharge ("irregular vaginal discharge/infection"), dyspareunia ("pain during intercourse"), musculoskeletal pain ("joint and muscular pain"), feeling abnormal ("mental fog"), migraine ("migraines") and alopecia ("hair loss"). The patient was treated with surgery (on (B)(6) 2016, hysterectomy, to effectuate removal of the essure device). Essure was withdrawn. At the time of the report, the abdominal pain lower, dysmenorrhoea, menorrhagia, back pain, vaginal infection, vaginal discharge, dyspareunia, musculoskeletal pain, feeling abnormal, migraine and alopecia outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, menorrhagia, back pain, vaginal infection, vaginal discharge, dyspareunia, musculoskeletal pain, feeling abnormal, migraine and alopecia to be related to essure. The reporter commented: following the forgoing procedure (hysterectomy), plaintiff's symptoms have mostly resolved. Company causality comment: this spontaneous case report is under litigation and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced severe lower abdominal pain amongst non-serious events. Consumer underwent a hysterectomy, to effectuate removal of the essure device approximately three years and eight months after insertion. The event is anticipated in the reference safety information for essure. Abdominal pain lower may occur within consumers under essure use. Given the positive temporal relationship and lack of alternative explanation, causality between the reported event and suspect insert cannot be excluded. This case was regarded as incident due to required intervention. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device location of device: abdomen/pelvic region") and abdominal pain lower ("severe lower abdominal pain") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included bell's palsy. Concomitant products included aciclovir (acyclovir [aciclovir]) since november 2015 and prednisone since november 2015 for bell's palsy. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"), menorrhagia ("abnormal/heavy menstrual bleeding, prolonged menses/abnormal bleeding (vaginal, menorrhagia)/excessive clotting"), back pain ("severe back pain/back pain"), vaginal infection ("irregular vaginal discharge/infection/infection (bladder/ urinary tract/vaginal) type: vaginal infection"), vaginal discharge ("irregular vaginal discharge/infection/vaginal discharge"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), musculoskeletal pain ("joint and muscular pain/muscles pain"), feeling abnormal ("mental fog/mental fogginess"), migraine ("migraines/migraines / headaches"), alopecia ("hair loss/hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), headache ("migraines / headaches"), bladder disorder ("bladder problems or changes"), abdominal pain ("abdominal pain") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with medroxyprogesterone acetate (depo-provera), ibuprofen, surgery (total vaginal hysterectomy and bilateral salpingectomy) and surgery (on 21-nov-2016, hysterectomy, to effectuate removal of the essure device). Essure was removed on 21-nov-2016. At the time of the report, the device dislocation, abdominal pain lower, back pain, vaginal infection, vaginal discharge, dyspareunia, musculoskeletal pain, feeling abnormal, migraine, alopecia, vaginal haemorrhage, headache, bladder disorder, abdominal pain and urinary tract disorder outcome was unknown and the dysmenorrhoea and menorrhagia had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, feeling abnormal, headache, menorrhagia, migraine, musculoskeletal pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: following the forgoing procedure (hysterectomy), plaintiff¿s symptoms have mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-feb-2018: events per pfs: malposition of essure device location of device: abdomen/pelvic region (pelvic pain added as symptom), headache, abnormal vaginal bleeding, bladder or urinary problems or changes, abdominal pain were added. Patient's medical history and concomitant medications were added. Event outcome updated for menstrual pain and menorrhagia (excessive clotting) incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: abdomen/pelvic region'), abdominal pain lower ('severe lower abdominal pain'), uterine haemorrhage ('abnormal uterine bleeding') and mental impairment ('mental fog/mental fogginess') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's concurrent conditions included bell's palsy, iron deficiency anemia, estrogen increased, seafood allergy, dysuria, urinary retention, common cold, cough, vomiting, rash and hives. Concomitant products included aciclovir (acyclovir) since (B)(6) 2015 and prednisone since (B)(6) 2015 for bell's palsy as well as iron. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("abnormal/heavy menstrual bleeding, prolonged menses/abnormal bleeding (vaginal, menorrhagia)/excessive clotting") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2013, the patient experienced dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2013, the patient experienced mental impairment (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"), vaginal discharge ("irregular vaginal discharge/vaginal discharge"), migraine ("migraines/migraines / headaches") and alopecia ("hair loss/hair loss"). On (B)(6) 2016, the patient experienced vaginal infection ("irregular vaginal discharge/infection/infection (bladder/ urinary tract/vaginal) type: vaginal infection"), bladder disorder ("bladder problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("severe back pain/back pain"), musculoskeletal pain ("joint and muscular pain/muscles pain") and headache ("migraines / headaches"). The patient was treated with ibuprofen, medroxyprogesterone acetate (depo-provera) and surgery (on (B)(6) 2016, hysterectomy, to effectuate removal of the essure device and total vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, abdominal pain lower, uterine haemorrhage, mental impairment, abdominal pain, back pain, dyspareunia, vaginal haemorrhage, vaginal infection, vaginal discharge, musculoskeletal pain, migraine, alopecia, headache, bladder disorder and urinary tract disorder outcome was unknown and the dysmenorrhoea and menorrhagia had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, headache, menorrhagia, mental impairment, migraine, musculoskeletal pain, urinary tract disorder, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: following the forgoing procedure (hysterectomy), plaintiff¿s symptoms have mostly resolved. Discrepancy noted in essure confirmation test in current pfs: she did not underwent an essure confirmation test but in initial case results were provided as essure device was successfully occluded. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Ultrasound pelvis - on an unknown date: results: possible small endometrial polyp. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage (confirming vaginal haemorrhage), menorrhagia, dysmenorrhea, abdominal pain. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 5-nov-2019: pfs received- new event: she did not underwent essure confirmation test was added. Onset date of the event was added. Reporter information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.